Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose while using the ilet pump, believed the pump was not adapting to insulin needs, and was advised to consider a factory reset; the user does not announce meals due to gastroparesis and treated lows with oral glucose. Symptoms included hypoglycemia with episodes of confusion and disorientation. Outcomes included unexpected medical intervention in the form of medication intake for low glucose. Investigation included communication with the user and caregiver and analysis of information provided by them. Investigation of this case revealed that no findings were available and there was insufficient information to identify a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.